Event description:
A report was received stating that the "foot section was broken apart inside the patient body during operation". No patient impact was reported. On follow-up, it was noted that this was identified during a procedure, and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that footed portion was damaged by tool contact. On follow-up, it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 49 months without any record of factory service. We will continue to monitor this complaint type for trends.